Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. The patient's vessels have severe disease progression with aortic neck dilatation and 45 degree aortic neck angulation. It was reported 20 months post stent graft implant the stent graft has migrated due to the disease progression and aortic neck angulation. The physician elected to treat the patient with two aneurx aortic cuffs and one talent aortic cuff. The patient was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
Secondary intervention.